Manufacturer narrative:
The user's healthcare provider was aware of the event. Review of the data management system confirmed that the user had not been actively using the system since (B)(6) 2026. Based on the information available, the event was not related to the eversense device, thus did not require any further investigation.

Event description:
On (B)(6) 2026, the user reported experiencing a medical event involving a bleeder in the eye that required surgical intervention. The user stated that surgery was performed on the same day and that antibiotic ocular drops were prescribed following the procedure. At the time of follow-up contact, the user reported feeling better.